Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. The physician suspected the increase in capture was due to migration of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.